Manufacturer narrative:
7/14/1998-supplement report #1 sent to FDA.

Event description:
The device was used during a sigmoid resection procedure. Reportedly, the instrument did not fire and caused tissue trauma. The surgeon applied another instrument to complete the procedure. The hosp has reported no pt injury occurred.